Event description:
This study sought to investigate the relative safety and efficacy of bioabsorbable polymer (bp)-based biolimus eluting stents (bes) versus durable-polymer (dp)-drug-eluting stents (des) and bare-metal stents (bms) by means of a network meta-analysis. In this large-scale network meta-analysis,bioabsorbable polymer - based biolimus eluting stents (bp-bes)) were associated with superior clinical outcomes compared with bare-metal stents and first-generation drug-eluting stents and similar rates of cardiac death/mi, mi, and tvr compared with second-generation durable-polymer-drug-eluting stents (dp-des) but higher rates of definite stent thrombosis than cobalt-chromium everolimus eluting stents (cocr-ees).

Manufacturer narrative:
Evaluation results : (insufficient information). Inherent risk of procedure (mi, death and stent thrombosis are listed in the instructions for use (IFU) as potential adverse events of a pci procedure). No results available since no evaluation performed. None (no device returned). Evaluation conclusions: inherent risk of procedure (mi, death and stent thrombosis are listed in the for use (IFU) as potential adverse events of a pci procedure). Unable to confirm complaint. (Insufficient information). (B)(4).